Event description:
It was reported that the user experienced hyperglycemia and suspected the pump was not delivering insulin, noting visible insulin leakage in the pump chamber and changing the infusion set and cartridge without improvement; the user later reported that the system was functioning well and denied observing cracks, breaks, loose parts, or overfilling of the cartridge or connector. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education without alerts or alarms and no medical intervention or hospitalization. Investigation included technical review of the event details and user-reported inspection of the cartridge and connector. Investigation of this case revealed no confirmed device malfunction, no identified component damage, and no confirmed delivery failure, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.